Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic salphingoopherectomy. Event description: the customer mentioned that they attached a picture but there was no picture attached according to the u.s. Team. Please let us know if further information is required. Please see the below device problem report. No serious harm was reported. Unfortunately, the device is not available for investigation. Ahs mdip report. Incident or problem information. Alberta mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2026. Site name/location: [hospital]. Level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient during use. Alberta optional report to cmdsnet (health canada): incident details: retrieval system inzii. Ref# (B)(4), lot# 1578572, expiration: 2029-02-01. *I have attached a picture for your reference for device #2. All devices were not retained. The problem with device #1, (specimen bag) the product broke when surgeon pull out the specimen bag. We opened another brand of specimen bag. The problem with device #2 [competitor device], the instrument was not opening and closing properly. Additional information provided by [distributor] on 27mar2026 via email: **picture referenced by customer is for the concomitant device, not for cd001 and is therefore not included. The picture sent is an entirely different product and doesn't apply to this complaint. However, the [competitor device] was also used in the same procedure and malfunctioned as well. It's mentioned in the report at the very bottom of this chain but should have been filed on a separate report and given its own number. Additional information provided by [hospital] on 27mar2026 via email: the specimen was already inside the bag before the device malfunctioned. The surgeon asked for other brand of specimen bag. Intervention: opened another brand of specimen bag. Patient status: no effect - did not reach patient/person -- detected before use or does not touch patient during use.